Manufacturer narrative:
Correction: on initial MDR the FDA device code of 2920 was an error. It should have been 2915 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The complainant indicates the use of non company viscoelastic, which is not qualified for use with associated company device. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that intra ocular lens (iol) damaged during injection and difficulty in inserting the injector. Additional information received and stated that, the injector was in contact with the entrance of the cornea. The procedure was completed with another preloaded implant of the same diopter was inserted and everything went well. No patient harm was reported.